Event description:
A customer reported obtaining extraordinarily high readings on their freestyle meter. The customer went to their doctor who prescribed insulin due to the readings. The customer's meter was not correctly calibrated to the strip lot in use. It is unknown whether the customer had attempted to calibrate the meter before performing tests. The product has been requested for evaluation.